Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, when an instrument (acuclip 8mm) was inserted into the sleeve, a cracking sound was heard and the sleeve was found to be cracked with pieces falling into the cavity. All pieces were removed without difficulty. No pt injury reported.